Manufacturer narrative:
The reported event was unconfirmed. Sample was evaluated and no pinch or blockage observed.- tested using lab syringe, inflated the balloon with 10ml water using normal fill technique and the balloon was able to inflate 11sec. Dissected and did not find anything to contribute to the reported problem. - deflate and re-inflated again the balloon with quick fill technique and the balloon deflated without any difficulty. Deflated and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: method for use: do not inflate the balloon in the urethra [the urethra may be injured]. Do not pull the catheter hard [the bladder/urethra may be injured]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]. [Contraindications]: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils) [they may damage the device and may burst balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments [catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]. Applicable patients: do not use on patients who are or have been allergic to natural rubber latex.

Event description:
It was reported that it was difficult to deflate the balloon on the day of use. The user pulled and removed the catheter with a slightly inflated balloon.